Event description:
A physician reported inserting essure into a postpartum female pt. Five weeks later, she was having heavy bleeding. As a result, the physician urged the pt to come in for an x-ray whereupon a 'metallic thing' was found in a blood clot (one expelled essure in vagina). Hysteroscopy was done because of the bleeding and 'no major issues' were found, only minor abrasions. Dilatation and curettage was also done because the endometrium was 'fluffy.' The pt opted for a bilateral tubal ligation which went well.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.